Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a clear lens exchange was implanted with multifocal intraocular lens (iol) and was intolerant to the halos. Daily activities was significantly affected. The iol was explanted from the patient's right eye. There was no vitrectomy was performed, and it was unknown if an incision enlargement or sutures were required. Another johnson & johnson lens, model dib00 22.5 diopter was implanted as a replacement. The patient status reported as temporarily impaired. No other information was provided.